Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure an aneurysm occurred. The index procedure treated the 75% stenosed, 3.5x5mm target lesion located in the mid left anterior descending (lad) artery. The physician treated the lesion by implanting a 3.00x8mm taxus express2 study stent and post dilation with an unspecified balloon resulting in 0% residual stenosis. Plavix and aspirin were continued. The patient had a nine month follow up visit 223 days post-procedure and an angiogram was performed. Analysis results from the core laboratory showed an aneurysm located in the mid lad.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.